Manufacturer narrative:
The returned driver was examined under magnification. Torsional and oblique fracture patterns were identified approximately .0575 inches from the tip end of the driver. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. The overall length of the returned driver was measured to confirm fracture point and approximate how much material was gone. The driver tip currently measures at approximately 2.6925 inches, indicating that approximately .0575 inches of material broke off the tip of the driver and was not returned. This fracture point is within the ramp feature region on the hex driver. This batch of drivers belongs to an older revision of 80-0728, where the ramp feature was still included as part of a stick fit capability. This ramp feature has been removed in newer revisions to avoid over-sticking between the driver tip and screw which can contribute to increased resistance. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many other contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. Additional mdrs associated with this event: 3025141-2022-00014: screw.

Event description:
While the surgeon was implanting an aculoc 2 wrist plate, a locking screw was being inserted. As the screw was inserted, the driver tip broke off in the head of the screw and could not be removed. The tip of the driver remains implanted.